Event description:
Pump declared alarm 30 during pumping, as reported by rubin medical ab in sweden. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller with loading a new cartridge, but the alarm recurred, leading to a decision to replace the pump. The customer was instructed to use mdi as a backup therapy and to return the faulty pump using a pre-paid label, with instructions on placing it into storage mode provided.